Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 3003306248-2020-00041. It was reported that the cmag console suddenly lost flow readings from the console display. The flow probe was checked on a different console and worked fine. It was reported that the motor rpms dropped to zero. The console appeared to reset and display a calibration message. The patient was swapped over to a backup generation 2 console with the same motor and it ran normally. The patient was not harmed by this event. A service loaner has been requested. The console will be returned for investigation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event the motor speed dropping was not confirmed. The centrimag motor was not returned for analysis; however, a log file was downloaded from the returned and associated console. A review of the downloaded log file showed events spanning approximately 5 days ((B)(6) 2020 per time stamp). The console was running a motor at a speed of ~700 rpm with a flow of ~2.31 lpm. The reported event date was not captured in the log file. The motor speed never dropped. There were no notable alarms active in the log file. Multiple good faith efforts were sent to retrieve additional information regarding the return of the motor and what the serial number is; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.